Manufacturer narrative:
Part/lot information provided appears to be another manufacture. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the products and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address persistent pain and alval. Additionally, it was noted that there was some corrosion noted at the morse taper junction.

Event description:
Update: (B)(6) 2012 #(B)(6); patient fact sheet was received, which identified part/lot information and side revised. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Product/lot information for stem appears to be another manufacture.